Event description:
Per complaint (B)(4), it was reported that a gold engaging dental abutment fractured at the internal hex area, which required a remake of the entire of the patient's entire screw-retained custom abutment and crown. The patient lost function of their first molar and experienced compromised chewing efficiency. Food would also get trapped as a result of the abutment fracture. Inflammation was also reported. The abutment was explanted five years after initial placement.